Event description:
I had my tubes tied (filshie clips) in (B)(6) 2012. Ever since 2013 I have been in excruciating pain constantly and have major headaches and constant weight gain that's affecting my daily life. I have read all the symptoms over the years and I have at least 90 percent of all the symptoms. No doctors will help me and they all keep saying that I'm fine. I have 4 clips, 2 on each side. I was told before surgery that I would only have 1 clip on each tube and I found out there is 2 on each tube. I was not informed at all of all the risks and the issues I would have later in life.